Event description:
After opening a da vinci xi instrument arm drape, it was discovered that the drape had malformed stays along the portion of the drape from the head to the port. St (surgical technician) draping the robot could not straighten the drape stays without possibly tearing the drape. A new instrument arm drape was retrieved and used. The st reported that she had seen this malformation more often recently for other robot procedures.